Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they hadn't had their implant charged in a while, they starting hurting and were trying to use the implant. They tried to wean themselves away from the scs but starting hurting this year in 2025. Patient stated they were going to pain management. Patient tried to use the device and now they were getting a code system problem rm03. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 85-86-86. After a few minutes, patient mentioned the numbers changed to 0-0-0 and the recharger was getting hot. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.